Manufacturer narrative:
Unit passed displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Pump¿s history and trace files downloaded successfully using thump software. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. On (B)(6) 2024, no delivery triggered three alarms at 05:50:17.000 until 09:25:15.000 during bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. P-cap locked in place properly during testing. The following were noted during visual inspection: cracked case, scratched case, cracked case (battery tube) and cracked case-corner of belt clip rails. Alleged cosmetic damage was confirmed where cracked battery tube case and cracked case corner of belt clip rails were noted. No delivery alarm was not confirmed during testing. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, damage to the battery compartment. The customer reported blood glucose value of 225 mg/dl. The customer reported hyperglycemia treated with manual injection, insulin pump. Troubleshooting was performed. The event involved product(s) mmt-332a, mmt-397a, mmt-1884, mmt-7040ma. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.